Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, it was difficult to gain the femoral access, and the soft tip of the guide was damaged. Transition from the dilator to guide tip was not smooth and the tip was bent upward away from the dilator. All steps were performed as per IFU. Device was replaced and continued the procedure. The final mr was grade 1. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.